Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak). Results/conclusions: other (lack of information).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. Five days post initial implant the pt had a CT scan that showed a type 1 endoleak. Another manufacturer's cuff was successfully implanted resolving the endoleak. No additional clinical sequelae were reported, and the pt is fine.